Event description:
Customer reported his meter is reading low. He had been testing and getting normal blood sugars but on saturday ((B)(6) 2018) he was symptomatic of high blood sugars (sweating, felt shaky) so he went to the hospital. At the hospital his blood sugar was over 500 mg/dl. They treated him for high bg and he was released on thursday. He bought a contour next meter and he tested his ocx meter against the contour (ocx=24 mg/dl and the contour=165 mg/dl). He tried testing the ocx control but he could not get a reading. His strips have been open 1 day. Customer was hospitalized on saturday, treated for high blood sugar, and released on thursday.